Manufacturer narrative:
The facility reported that during a knee arthroscopy case the #11 blade broke inside the patient's knee. The surgeon was able to retrieve the broken piece out of the patient's knee without further incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product or incident details to the manufacturer. There was no medical intervention or serious injury reported related to this event. No sample has been received for evaluation. If additional relevant information becomes available this report will be reopened and reevaluated. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The facility reported that during a knee arthroscopy case the #11 blade broke in pieces inside the patient's knee requiring manual removal by the surgeon.